Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare became lodged in a small polyp measuring less than one centimeter. This caused the snare loop to become detached when the catheter was removed. A photograph was taken to document the event. The procedure was completed with biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached imdrf device code a150208 captures the reportable event of loop entanglement within the patient's tissue. Block h10 investigation results: one cold snare was received for analysis. Visual, microscope and media analysis of the returned device found the loop as detached from the cannula and embedded in patient tissue. No other device problems were noted. The reported events of "loop detached" and "loop entrapment of device or device component" are confirmed since the loop was detached and embedded in patient tissue. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found the loop was detached and embedded in patient tissue during visual, microscope and media tests. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is manufacturing deficiency. This code was selected since there is evidence that the device is not working properly. An investigation is in place to address this problem.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the snare became lodged in a small polyp measuring less than one centimeter. This caused the snare loop to become detached when the catheter was removed. A photograph was taken to document the event. The procedure was completed with biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of loop detached. Imdrf device code a150208 captures the reportable event of loop entanglement within the patient's tissue.